Event description:
Biovision would not turn on. Manufacturer response for radiographic units specimen digital, biovision (per site reporter). There is a service contract in place and service has been notified to fix the issue.